Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error a high and low blood glucose issues. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus delivery an. The customer also reported to have experienced a low blood glucose of 75 mg/dl and treated with food. Customer stated that the meter read high. No high and low blood glucose troubleshooting was performed. The customer will call back to troubleshoot when she has the insulin pump. The insulin pump is not expected to return for analysis.